Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. Based on the review of the device logs, part inspection, lab testing, the root cause of the faulty expiratory flow sensor was determined to be contamination due to the user not using an expiratory filter. This would only affect the displayed values and not delivery. The root cause of the patient death is undetermined.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient connected to a carescape r860 when it was alleged that the unit alarmed for low tidal volume. Reportedly, the tidal volume was 120ml, but was set for 450ml. Manual ventilation was initiated continuously until it exceeded the alarm unit. It was reported that resuscitation efforts failed and the patient died. Ge healthcare will submit a follow-up report when the investigation has been completed.